Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that they were getting relief from the device, but recharging was a hassle, so they wanted it removed. It was noted that the patient¿s device was removed on (B)(6) 2019. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.